Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced insulin block alarm event on 26-jan-2025. The patient was admitted to hospital for the same on (B)(6)2025 for less than twenty-four hours. The blood glucose level of the patient when admitted to hospital was 446 mg/dl. During hospitalization, the patient was treated by insulin pen and syringe. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6005091 have been tested in trackwise record complaint (B)(4) on (B)(6) 2025. Test results: the reference samples were visually inspected and flow tested. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6005091 was manufactured according to appendix 1 batch card for production of packaging room on (B)(6) 2024, with a total of 30640 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on (B)(6) 2025 against malfunction code soft cannula, introducer needle or steel needle was found abnormal either prior to use, during use or upon removal and lot 6005091, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.